Event description:
It was reported, the video system center exhibited no image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The device is expected to be returned for evaluation but has not yet been received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out (d8, e2, e3, g2, and h4), to provide a correction to fields (d9 and h3), and to provide additional information received through follow up (b5). The device was evaluated by olympus, and it was identified that the machine does not recognize the scope. Additionally, no image is confirmed due to bent video connector pin. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "no image" and the phenomenon "scope is not recognized" occurred due to the buckled pins inside the video connector socket. However, the cause of the defect could not be determined, and the specific root cause of the phenomenon's could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Information received through follow up: the user opened other scopes to test camera otv-s190 and the case was cancelled due to the tower did not work.